Event description:
It was reported that during a laparoscopic resection of a gastric ulcer with esophagogastroduodenoscopy, the device was whistling and was leaking co2 either in the seal or at the weld after entry into the pt and after the obturator was pulled out. The device was replaced. There was no pt injury.

Manufacturer narrative:
Final device investigation found that the seal cap was intact, but there was a large crack along the seam, or weld line, of the cap. Upon eval a leak test was performed, and the device did not pass leak testing with the obturator inserted into the device. The device history record was reviewed and no discrepancies were noted.